Event description:
It was reported that a patient underwent a right inguinal hernia repair surgery on (B)(6) 2026 and suture was used. The patient came to the hospital due to a visible mass in the right inguinal region for more than a month. The diagnosis was a right inguinal hernia and on the same day, the patient underwent surgery, and the doctor used sutures to suture the patient's skin. On the second day after surgery, when the patient changed the dressing at the incision site, it was found that the skin was red and swollen. The patient had inflammation. The doctor immediately gave 75% alcohol wet compress once a day, 0.9% sodium chloride injection plus dexamethasone sodium phosphate injection 5mg once a day, intravenous drip once a day for two consecutive days. On the sixth day after surgery, when the doctor changed the dressing again, the redness and swelling disappeared, and there were no other discomfort symptoms. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?